Event description:
Caller alleged discrepant results with the meter compared to the lab. Pt is (B)(6) and the mother (B)(6) is calling on his behalf. She states that they have been obtaining higher results on the inratio2 versus the lab. The pt has been in the hospital due to discrepant readings and the physician will not release the pt to go home until they have determined why the readings are not correlating with the lab. Results as follows: dates: (B)(6) 2012, inratio2: 1.6, lab: 1.3; (B)(6) 2012, 3.6, 2.3. Lab draw done about the same time as the inratio test. Pt's therapeutic range is 3.0-4.0. Pt is currently on a heparin drip and has been since sunday, (B)(6) 2012.

Manufacturer narrative:
Investigation pending.